Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Unique identifier (UDI) #: n/a. Initial surgery occurred in 2016. Revision surgery indicated for 2018. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown neck, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: 00771300700, item name: modular femoral stem, lot #: 60825861. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03909, 0001822565 - 2018 - 03920. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for hip revision approximately due to elevated ion levels and dislocation. Attempts have been made and no additional information is available.

Event description:
It was reported that a patient underwent left hip procedure. Approximately 6 years later patient was revised. Approximately 1 year later patient was revised again. Subsequently, 2 years later patient was revised due to metallosis and elevated cobalt chrome levels. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer head cat#: 00801803602, lot#: 63181235. Zimmer liner cat#: 00630505036, lot#: 63165575. Zimmer cup cat#: 00620205222, lot#: 61132699. Zimmer stem cat#: 00771300700, lot#: 60825861. Zimmer neck cat#: 00784803300, lot#: 62124936. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that the taper shows signs of wear and damage as well as the neck. The head and neck were submitted for further analysis. Further analysis determined fretting on >30% of the surface and/or aggressive local corrosion attach with corrosion debris. Review of complaint history identified no additional complaints for the neck. The complaint was confirmed based on the returned devices and medical records. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent a revision surgery seven years post implantation for the left total hip and I&d with the head and liner exchanged. Two years later the patient¿s left hip was revised due to elevated cobalt levels, trunnionosis, and surgeon noted mild metal staining of the tissues. The stem and head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed with medical records provided. Review of the records identified the following: blood work showed that the patient had elevated cobalt levels. There was mild staining of the tissues. Corrosion was noted at the neck-head junction. Examination of products revealed that the shell and liner were in good condition. The head, neck, and stem were removed. No other complications or findings were provided. Review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the final conclusions of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent hip procedure. Approximately 6 years later patient was revised due to unknown reasons. Approximately 1 year later patient was revised again due to unknown reasons. Subsequently, 2 years later patient was revised due to metallosis and elevated cobalt chrome levels.no further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This additional information does not change the previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is suffering from metallosis and elevated ion levels at an unknown amount of time post implantation. No revision surgery has been confirmed to date.